Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a blower stalled issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the customer's v60 ventilator had a blower stalled issue. The se then reported that after reviewing the event long, the following error codes were observed, 1122 (cbit) check vent: blower temperature high, and 1134 check vent: blower stalled. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer cancelled the service proposal, and informed philips that the repair would be performed in house. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 09aug2024, 15aug2024, and 22aug2024, however, yielded no response from the customer. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.